Event description:
It was reported that the patient received an inappropriate shock and the right ventricular (rv) lead is oversensing due to suspected loose setscrew. It was also reported that markers noting oversensing cannot be viewed based on stored electrogram (egm.) It was further reported that high voltage (hv) impedances are unstable. The rv sensing was reprogrammed tip to coil and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.